Manufacturer narrative:
Batch review performed on 20 january 2021: lot 100917: 50 items manufactured and released on 11-june-2010. Expiration date: 2015-04-30. No anomalies found related to the problem. To date, 48 items of the same lot have been already sold. No other similar events have been reported since 2017. Additional device involved batch review performed on 20 january 2021: liner: cc e cc light 01.26.2839hct flat pe hc liner ø 28 / c (k103352) lot 100724: 25 items manufactured and released on 06-april-2010. Expiration date: 2015-02-28. No anomalies found related to the problem. To date, 25 items of the same lot have been already sold. No other similar events have been reported since 2017.

Event description:
Revision surgery due to infection 10 years 7 months after the primary and the pathogen is unknown. The surgeon revised the head and liner and the surgery was completed successfully.